Event description:
Reportedly, the eea was fired and when the instrument was removed, there was only half a donut. The surgeon stated it only fired half a staple line. The surgeon tried to hand sew the anastomosis and due to the location of the anastomosis the surgeon converted to an apr. Post-op that same evening, the pt was brought back to the or due to bleeding but the surgeon did not feel it was due to the anastomosis, 25cc of blood was found and it could not be determined where the bleeding was stemming from. The pt is now doing well but now has a permanent colostomy.